Event description:
The customer reported that her blood glucose reached 400 mg/dl and had some pain at the site. The pod was then removed and she noticed the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.